Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified.

Event description:
It was reported that during a robotic hepatectomy procedure, the surgeon used an echelon pvs to perform the vascular resection. But as soon as the stapler was fired, when the surgeon opened the jaws the tissue appeared not fully transected and the staplers were all opened and not the suture line was not performed at all. The surgeon had to complete the procedure with additional stitches and placing several hemolock clips. Surgery was delayed 15 minutes. No other consequence was observed to the patient.

Manufacturer narrative:
(B)(4). Date sent: 3/9/2022. D4: batch #454a47. Investigation summary : the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with two reloads present (a-b). The reload b 466a72 was received fully fired and reload c 466a72, was received unfired. The device was tested for functionality in the straight position with the returned reload c and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.